Event description:
It was reported the lead was explanted and replaced due to low rv pacing impedance, and 11 inappropriate shocks, due to noise. No further patient complications have been reported as a result of this event.